Event description:
Attending surgeon reported that a pt developed an infection at an unspecified time following surgery. Attending reports that nosocomial infection is most likely related to the pts' contact with other compromised pts at facility during the pt's course of work as a hosp employee. Mesh was surgically removed. This event occurred about a year and a half ago.